Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported phenomena. Based on the results of the legal manufacturer's investigation, the phenomenon (foreign debris in a/w nozzle) was likely caused by silicone product (scope accessories such as injection tube and/or silicone rubber products used at endoscopy room) lodged in the nozzle because conducted reprocessing steps at the user facility was deviated from the process recommended within the instructions for use. Based on the results of the legal manufacturer's investigation, the phenomenon (insufficient or incorrect reprocessing scope was used for next procedure) was likely due to the staff at the user facility insufficiently trained on device handling and reprocessing in accordance with the instructions for use. The operation manual states the following, related to insufficient reprocessing: "1.4 precautions - warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." In addition, the operation manual states not to use nothing other than sterile water for air/water feeding as follows: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." The reprocessing manual states to use the aw channel cleaning adapter in order to prevent nozzle clogging as follows: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Address line:(B)(6).

Event description:
A user facility reported to olympus the evis lucera elite gastrointestinal videoscope had no air flow, csf - channel 4 and 5 blocked. Upon inspection and testing of the customer returned device, the phenomenon was confirmed due to the outlet pipe blocked with foreign debris in the air/water nozzle, which appears to be a black rubber-like substance, and scope problems related to insufficient or incorrect reprocessing, as the device may have been used for a procedure with a foreign object clogged. This report is being submitted for foreign debris and insufficient or incorrect reprocessing. There was no harm or user injury reported due to the event, as the phenomenon was identified during maintenance.